Event description:
The pt received his scs system on (B)(6) 2009 including an ipg and two percutaneous leads (from different lots). It was reported the pt did not use nor charge the ipg for a year. Therefore, the ipg became depleted. As a result, the pt's scs system was explanted and replaced.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Results: the product was received without instrument marks on the can. The ipg would not communicate with the lab programmer. Per product labeling, if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.